Event description:
It has been reported to philips that tempus pro is not detecting EKG signals a user report was received related to a reported product problem which is currently being investigated. Further updates will be provided when the investigation is completed..

Manufacturer narrative:
Updated health impact code .